Manufacturer narrative:
The t:slim pump user guide states: if you begin to change a cartridge, but do not complete the process within 3 minutes, the change cartridge alert occurs. You are prompted to complete the cartridge change process. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an incomplete change alert while attempting to change the cartridge. Tandem technical services reminded the customer about the meaning of the change cartridge alert and how it occurred. The customer acknowledged. The customer's blood glucose (bg) was 250 mg/dl at the time of the report and had delivered a bolus with the pump to address bg level.